Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a red alert was identified via remote patient monitoring indicating that this pacemaker and right ventricular (rv) lead exhibited multiple spikes of high out-of-range pace impedance measurements greater than 3,000 ohms. This pacemaker system remains in service. No adverse patient effects were reported.